Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "under infused. Rcc - pump said vtrbi given but same not given. Issue occurred: (B)(6) 2022."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. Results: the device history files were analysed. The last infusion on the day of occurrence was investigated. A space line was inserted and an infusion with a rate of 382,20 ml/h and a volume of 637ml was started. During the infusion, an air bubble alarm occurred. The reason for the alarm could not be clarified. The line was purged, several times and the line were extracted. No other abnormalities were found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.